Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the lips with one syringe of juvéderm volbella® xc. The patient reported ¿swelling of the lips¿ 3 months after injection and experienced ¿delayed onset granuloma.¿ biopsy was not provided. The patient was treated with 2 medrol dosepak and a round of hylenex. The patient was to receive additional hylenex. The event is ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the lips with one syringe of juvéderm volbella® xc. The patient reported ¿swelling of the lips¿ 3 months after injection and experienced ¿delayed onset granuloma.¿ biopsy was not provided. The patient was treated with 2 medrol dosepak and a round of hylenex. The patient was to receive additional hylenex. The event is ongoing.